Event description:
It was reported that the device displayed an occlusion alarm. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 14mar2018.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they return un-repaired -failed lower transducer, broken ail sensor right side, op1, corroded both iui. Lvp keypad recall completed. Replaced door assembly with keypad. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the ail sensor of assembly. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 14mar2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. Z-2939-2020 for keypad.

Event description:
It was reported that the device displayed an occlusion alarm. No additional information was provided. There was no patient involvement.